Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-48926.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 380 mg/dl. The customer treated with a bolus of 12.4 units of insulin. The most recent blood glucose reading was 358 mg/dl. Upon troubleshooting, the customer did not observe any presence of air bubbles. He declined to check for possible insertion site or insulin issues. He found blood at the infusion set's insertion site upon its removal. The basal rates and bolus wizard had been programmed correctly. The insulin pump also passed the high pressure test during the troubleshoot procedure. The customer was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.